Event description:
It was reported that prior to starting a da vinci-assisted isolated fundoplication surgical procedure, the system had repeated m-02 faults on the system. Technical support engineer (tse) had customer performed multiple hard cycles on the integrated electrosurgical unit (iesu) but issue persisted however site did not have a secondary vision side cart (vsc) or third-party esu. Field service engineer (fse) to follow up. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical inc. (Isi) received the iesu for failure analysis investigation. The unit was analyzed and the visual inspection: (the cover is bent top side back corner.) (M-02-3 error on start-up) erbe unit that was placed on golden system and was run in normal mode. The probable root cause of the m-02 error is attributed to a faulty component within the erbe generator. The m-02 error indicates a module timeout, where a module fails to transmit its status message within the expected timeframe, resulting in an interruption of activation. This issue may be resolved by power cycling the generator and/or verifying the cable connections to the system. In some cases, replacement of the affected component may be required to fully resolve the error. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.